Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the report of a decrease in the patient's hemoglobin and hematocrit (h&h) could not conclusively be determined through this evaluation. The account communicated that while admitted for a scheduled implantable cardioverter-defibrillator (ICD) change, the patient's hemoglobin and hematocrit decreased. The patient was transfused one unit of packed red blood cells and was then discharged home. The patient remains ongoing on (B)(4). The hm ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission was reported under MFR. Report #2916596-2018-02240. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for a scheduled ICD generator change. While in the hospital, hemoglobin and hematocrit dropped to 6.4 g/dl and 20.8%. The patient was transfused 1 unit of packed red blood cells and was then discharged home. The patient had a history of anemia and required frequent blood transfusions. No further information was provided.